Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the proximal shaft and the catheter was flattened near the fracture. If the lantern is inserted into a rhv and the rhv is overtightened, the catheter may become flattened. If the lantern is subsequently manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed multiple kinks and ovalizations along the length of the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using a lantern delivery microcatheter (lantern) and a base catheter. During the procedure, the lantern was coaxially advanced with the base catheter through the rotating hemostasis valve (rhv) to the target vessel. While injecting contrast through the lantern, the physician heard a ¿pop.¿ it was reported that there was no contrast visualized under fluoroscopy. Subsequently, it was noticed that the proximal end of the lantern broke outside of the rhv. Upon removal of the lantern, it was noted that the lantern was compressed at the location where the rhv had been positioned. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.